Manufacturer narrative:
Block h6: imdrf device code a0401 and a15 captures the reportable event of handle break and clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2025. During unknown time, there was a malfunction of the clip during it deployment and the spring extended. The procedure was completed with unknown device. The patient's condition at the conclusion of the procedure was reported to be unknown.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a rectal submucosal dissection procedure performed on (B)(6) 2025. During the procedure, there was a malfunction of the clip during deployment and the spring extended. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter. Correction: b5: describe event or problem, d4: model number, g2: report source, h11: additional MFR narrative: block h11: investigation results: the returned resolution 360 clip device was analyzed and the visual inspection found that the device returned without the clip assembly with evidence of full deployment and the control wire kinked. A microscopic inspection found evidence of full deployment and the control wire kinked. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. There were no other problems noted with the device. With all the available information, boston scientific concludes the reported event of clip failure to release was unable to be confirmed. The investigation results summary did not detect any problems related to the reported issue, clip failure to release from catheter, as the device returned fully deployed. During analysis it was found that the control wire returned kinked. It is possible that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Contributing factors may include applying extra force during deployment and using pliers to pull out the control wire to aid in clip deployment, may have contributed. Additionally, procedural factors such as angulation and overall technique may have played a significant role in this complication. Based on all additional information, the most probable root cause assigned is adverse event related to procedure.